Event description:
It was reported that the blade broke during a laparoscopic hysterectomy. The blade may have come in contact with another device while activated prior to breakage. Case completed with another blade. No pt consequence.